Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a bag was sticking up from the bottom of the matrix drawer and was blocking the latch sensor. A field service engineer removed the bag to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was stuck and not able to open after rebooting. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.